Manufacturer narrative:
A proximal fragment of the lead in question was returned and has been subjected to extensive analysis. During lead analysis multiple signs of wear could be seen. At 11 cm distal to the is-1 connector pin in particular, the insulation showed wear. In this area the shock electrode cable lead coating was damaged. This damage is highly likely the cause of the clinical observation. The location and type of wear are characteristic of a massive mechanical load imposed on the lead by high levels of pressure on the generator housing with simultaneous friction. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 77 months, it was reported that the patient became nauseated during a tennis game, and he subsequently received a shock by the ICD. It was also reported that the device could no longer be interrogated during a subsequent follow-up on (B)(6) 2016. During the following explantation on (B)(6) 2016, interrogation was also not possible. The lead was reconnected to the new device at that time. The subsequent measurements were unremarkable. We were informed, today, that the lead has now been capped on (B)(6) 2016 and a portion was returned for analysis. An insulation defect was noted under the lead bifurcation, where the wire is exposed.